Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketones were present. A bolus was delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Blood and co2 tests were performed. Intravenous insulin and lantus/injections were administered. Elevated bg/dka were resolved. Customer was discharged from the hospital on (B)(6) 2019. Customer did not know cause of elevated bg; however, the healthcare provider alleged there was "something was wrong with the pump". However, no alerts/alarms related to the event were identified and customer acknowledged and was satisfied that no issues were found. Customer reported the temporary basal rate setting had been adjusted prior to this event and customer was unaware if the setting had been confirmed. Customer resumed pump therapy.